Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies have been requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded. The patient had a previous adverse event that occurred on (B)(6) 2018 and was reported under MFR# 2031528-2018-00183. Reportedly, the patient did not undergo intervention for this adverse event.

Event description:
An afx bifurcated stent graft and an afx vela suprarenal were implanted to treat an abdominal aortic aneurysm (aaa). Approximately four (4) years post op, a follow-up CT identified a type ia endoleak, device migration (3-4cm), and aneurysm sac enlargement (unknown diameter). The patient has refused any further intervention and is being monitored.

Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was unsubstantial evidence to support the following reported type ia endoleak, device migration, and aneurysm sac growth due to the lack of relevant medical imaging. Procedure-related harms and the device, user, procedure, or anatomy relatedness of this event could not be determined. The contributing factors for the reported type ia endoleak could not be identified since there is a large amount of thrombus within and outside the stent. The contributing factors for the reported device migration and sac growth could not be identified due to the lack of comparative images. The final patient status was reported as being monitored. The manufacturing lot review confirmed all devices met specifications prior to release. These types of events will be monitored and trended as part of the quality system. Device iteration is afx with duraply.